Event description:
It was reported that the patient with this right ventricular (rv) lead presented into the clinic with stroke symptoms. Upon review, loss of capture (loc) was detected on this rv lead and the outputs were reprogrammed. Additionally, the rv automatic capture feature was program on, nonetheless, it failed in the clinic due to low ER and the threshold has been rising. This rv lead was surgically abandoned and replaced two months later due to high pacing thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: codes added h6.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented into the clinic with stroke symptoms. Upon review, loss of capture (loc) was detected on this rv lead and the outputs were reprogrammed. Additionally, the rv automatic capture feature was program on, nonetheless, it failed in the clinic due to low ER and the threshold has been rising. This rv lead was surgically abandoned and replaced two months later due to high pacing thresholds. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented into the clinic with stroke symptoms. Upon review, loss of capture (loc) was detected on this rv lead and the outputs were reprogrammed. Additionally, the rv automatic capture feature was program on, nonetheless, it failed in the clinic due to low ER and the threshold has been rising. This rv lead remains in service. No adverse patient effects were reported.